Manufacturer narrative:
Corrected data: initial report inadvertently did not include UDI for the suspect device. (B)(4).

Event description:
It was reported that a physician received an "unable to open port" error upon interrogation. The physician tried rebooting the system and resetting the cable connections, but the issue did not resolve. No patients were affected as a backup programming system was used. A new serial cable was provided to the physician. The faulty serial cable has not been received to date.